Event description:
Patient presented to the physician with swelling around the neck incision. Physician prescribed cellulitis medication. Patient presented back to the physician with intermittent swelling. Physician prescribed antibiotics. Patient presented back to the physician with stimulation lead exposed after picking at abscess at the neck incision. Physician brought the patient into the or and removed the stimulation lead.